Manufacturer narrative:
Device passed the displacement test, self test, sleep current measurement and active current measurement. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected power loss alarm noted in the long trace or device history.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had replace battery now alarm. The customer¿s blood glucose level was 6.4 mmol/l at the time of the incident. Troubleshooting was performed. Customer state this was the second occurrence of replace battery now without a low battery warning. Customer states the battery cap was not loose, cracked or damaged. The insulin pump will be returned for analysis.